Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported a disconnection. The patient was receiving an unspecified IV solution via a plumset that was connected to the microclave port of an extension set. After an unspecified length of time in use, the option-lok male luer adapter of the plumset disconnected from the microclave port of the extension set. The plumset and extension set were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided